Manufacturer narrative:
Received one (1) used. List #142730490, plum 150 ml burette set with one (1) used. List #unknown, bag spike adaptor w/ spiros connected to one (1) used. List #unknown, bag spike and one (1) used. List #unknown, 0.9% norm-saline 250ml bag for inspection. The clave on the secondary port was broken at the tubing connecting into the port. No other damages or anomalies noted. The tubing on the clave and tubing connected to the burette port showed some marks that suggested bending force applied were observed. The complaint of broken clave and leakage can be confirmed. The probable cause is typical due to an unintentional bending force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the product cracked,causing leakage. No harm reported.